Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: how was the device removed from the tissue? The device was removed from patient easy because half the jaw came off. Surgeon had to use grasped to extract piece from inside patient.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the surgeon was using the device to take uterovarian ligament and the device would not open to pull out of patient. The pivotal jaw fell off. Unknown how case was completed. There were no adverse consequences for the patient.